Event description:
Found during routine testing. Customer called to report that device does not reach full charge to the user selected energy and device cannot discharge until it reaches full charge.

Manufacturer narrative:
Physio-control provided technical assistance and recommended replacing the power conversion pcb assembly. The customer later reported that the 13 year old device was removed from use at the facility, and will be replaced by a new defibrillator.